Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged trunk cable connector. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt's trunk cable connector was damaged. The cause for the damaged trunk cable connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged electrode belt. The last patient to use this electrode belt did not report any problems.